Event description:
Fire occurred in the blue inspiratory limb, 12" back from patient, all four wires appear fused together after the fire. Instance occurred in 2008, prior to use on the patient. Reported by end user the next day. Circuit was not attached to patient at time fire occurred. Customer reports possibility that the circuit was damaged during transport of the ventilator machine. Circuit was attached to machine during transport of equipment into area, but was not attached to the patient. Fire occurred shortly after the equipment turned on. Wick was wet. Circuit involved could have been from four possible lots in inventory.

Manufacturer narrative:
The customer reported storing the circuit attached to the anesthesia machine in the hall for several days prior to use, and that the circuit was moved from room to room at least three times prior to turning it on. Customer believes circuit was damaged in this process. Previous corrective actions were taken under MDR 9710644-2008-0001 to implement irradiation of wire used in heated wicked circuits. Irradiation makes the wire insulation stronger and more resistent to sources of damage. The possible lot numbers available indicate all products at the hospital were manufactured prior to the implementation of the irradiated wire. Further engineering tests are being performed to evaluate all possible sources of wire damage to irradiated compared to non irradiated wire. The product containing non-irradiated wire at the customer's facility will be replaced with product containing irradiated wire to prevent the possibility of unintentional damage. Further product disposition decisions will be considered pending the engineering tests and returned product evaluation.